Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address elevated cobalt and chromium levels.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to pseudotumor and metallosis stained tissue. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffered pain and suffering and emotional distress and she was injured by excessive levels of chromium and cobalt in her blood as a result of implantation of the depuy asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.